Event description:
During follow-up, a manual atrial threshold test was completed resulting in syncope and a loss of capture. The suspected cause of the event was due to the right ventricular (rv) autocapture being cancelled during the threshold test. This behavior is normal according to device specifications. The provider opted to explant and replace the device electively as it was nearing end of life (eol). The patient recovered and was discharged from the hospital the same day.

Manufacturer narrative:
The device was received in normal working condition with battery voltage at elective replacement indicator (eri). Electrical and mechanical tests noted normal device functionality. No telemetry, output, battery or current drain anomalies were identified. Longevity calculations based on device usage determined normal battery depletion to eri. The reported event of loss of capture was not confirmed.